Event description:
The customer reported less than 10 mls of clear fluid leaked under the blood sampling valve (bsv) into the drip tray of the coulter lh 780 hematology analyzer and onto the counter. The leak was not contained within the instrument. The customer also stated the red blood cell (rbc), hematocrit (hct) and platelet (plt) results on the 5c controls were either out of specification or voting out during the event. The customer did not cycle patient samples during the event. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer stated that the tubing was disconnected from the blood sampling valve (bsv). The customer re-attached the tubing, resolving the leak and the control issues. The customer also stated the instrument is operable with no further issues to date. (B)(4).